Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call lost sensor alarm. Customer's blood glucose level was around 50 mg/dl. Customer's sugar glucose level was around 80 mg/dl. Customer advised they did not look for the lost sensor. Customer was advised on how to reset the sensor which should get it right back on track assuming the sensor works.